Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she has noticed glare, rings in her vision and light scatter. She reported that she was diagnosed with capsular haze and had a yag laser procedure performed. Her issue did not resolve following the laser procedure, but her vision is quite good for distance and near. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).